Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a perforation was observed approximately two months after this right ventricular (rv) lead was implanted. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The "known inherent risk" conclusion code was selected based on the field report of perforation which is a known risk associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that a perforation was observed approximately two months after this right ventricular (rv) lead was implanted. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.